Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pocket was re-opened to re-seat the lead pin fully.

Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) and had variable impedance, and oversensing. It was stated that the lead pin may not have been fully inserted. The lead is still in use. No patient complications have been reported as a result of this event.